Event description:
It was reported that during an unknown procedure, during the firing of the device, unusual staples were formed on tissue. At distal end of the tissue bleeding occurred and it was controlled by suturing. During primary inspection of the device, its appearance looks like curved from the flex to both jaws, it does not look straight. Checked white reload cartridge, staples were there but proper b formation was not there on tissue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the procedure completed? The area were bleeding occurred it was sutured & rest of procedure completed by using new long60a. How much blood was lost (ml)? Approx 5-10 ml. Did the patient require a transfusion? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. What color cartridge was being used? White ecr60a. Was buttressing material utilized? If so, which product? No.